Event description:
User error: the operator did not seat the microwell plate correctly on the secondary rack causing the pipetter arm to crash into the plate. No death or serious injury was associated with this incident.